Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act button due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the compromised force sensor system alarm due to unresponsive button. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button gets stuck. Customer's blood glucose level was 503 mg/dl. The insulin pump alarmed compromised force sensor system. The insulin pump was stuck in the rewind loop. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.